Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. It was the physician's belief that the pneumothorax occurred during the biopsy with either of the two non-auris instruments used which was not confirmed. The risk of pneumothorax is documented in 105-000198-01, rev e, monarch bronch risk management report. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
On 9/23/2019, it was reported that during a monarch-assisted biopsy procedure, the patient experienced a pneumothorax. The pneumothorax was noted to be in the same area as the target lesion. The customer confirmed that the customer received a chest tube and shortly recovered and was released. Based on the information provided by the physician, there was no device failure. It was the customer's belief that the pneumothorax could be attributed to the biopsy that was performed with non-auris instruments.